Manufacturer narrative:
The device was returned to olympus for inspection. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the identified failure regarding foreign objects is cause traced to failure to follow instructions. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign objects in the air/water cylinder, air/water tube and jet tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide primary UDI number (d4), PMA/510(k) (g4) updated fields: b5, d4, g4, h2, h11 should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.